Event description:
It was reported that a cartridge alarm occurred during basal delivery. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Customer¿s blood glucose level was 200 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.